Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device and/or hysterectomy on (B)(6) 2011). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion done on (B)(6) 2011 and underwent surgical removal of the device in or around (B)(6) 2011. In this case limited information was provided regarding the indication for device removal. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for cramping: elmiron on (B)(6) 2011; for an unreported indication: lysteda on (B)(6) 2011. Concurrent conditions included abdominal pain lower. Concomitant products included fluconazole (diflucan) since (B)(6) 2011, ketorolac, nitrofurantoin (macrobid) since (B)(6) 2011 and phenazopyridine. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen, surgery (bilateral salpingooophorectomy, robotically-assisted total laparoscopic hysterectomy) and surgery (ablation done in 2012). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain had resolved, the genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events surgical removal of the device updated to abdominal pain. Abnormal bleeding (general), infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), pain, vaginal discharge. Date of insertion of essure updated. Concomitant disease, concomitant drugs, treatment drug, lab test, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for cramping: elmiron on (B)(6) 2011; for an unreported indication: lysteda on (B)(6) 2011. Concurrent conditions included abdominal pain lower, vaginal odor, endometriosis and menorrhagia. Concomitant products included fluconazole (diflucan) since (B)(6) 2011, ketorolac, nitrofurantoin (macrobid) since (B)(6) 2011 and phenazopyridine. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In june 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen, surgery (bilateral salpingooopherectomy,robotically-assisted total laparoscopic hysterectomy.) And surgery (ablation done in 2012). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain had resolved, the genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder and dysmenorrhoea outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-sep-2011: total bilateral occlusion; on 27-sep-2011: essure in place quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc (product technical compliant). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device and/or hysterectomy on (B)(6) 2011). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Company causality comment: this litigation case report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) insertion done on (B)(6) 2011 and underwent surgical removal of the device in or around (B)(6) 2011. In this case limited information was provided regarding the indication for device removal. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.